Event description:
It was reported that the customer had issues with sensor glucose/blood glucose disparities, with one instance of a sensor glucose value of 259 mg/dl while the actual blood glucose value was 530 mg/dl. The customer was reported to have treated the high with 8 units of insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.